Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("awful clots and period"), autoimmune disorder ("auto immune issues") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), cow's milk intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine") and arthralgia ("intense joint pain"). The patient was treated with surgery (2 ablations). Essure was removed. At the time of the report, the menstrual disorder, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, cow's milk intolerance, food allergy, eczema, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, cow's milk intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, menstrual disorder, migraine and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: awful clots and period, auto immune issues, endometriosis, 2 uti, stomach flu, not tolerate most food/gluten intolerance, not tolerate most food/gluten intolerance/dairy issues, not tolerate most food/allergy to apples/fruits, eczema, migraine and intense joint pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("awful clots and period"), autoimmune disorder ("auto immune issues") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), cow's milk intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine") and arthralgia ("intense joint pain"). The patient was treated with surgery (2 ablations). Essure was removed. At the time of the report, the menstrual disorder, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, cow's milk intolerance, food allergy, eczema, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, cow's milk intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, menstrual disorder, migraine and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: awful clots and period, auto immune issues, endometriosis, 2 uti, stomach flu, not tolerate most food/gluten intolerance, not tolerate most food/gluten intolerance/dairy issues, not tolerate most food/allergy to apples/fruits, eczema, migraine and intense joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated my uterus'), menstrual disorder ('awful clots and period') and medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto immune issues"), endometriosis ("endometriosis"), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), dairy intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine"), arthralgia ("intense joint pain/hip pain"), pelvic pain ("pain/ right side pain"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), haemorrhage ("bleeding") and migraine nos ("migraines") and underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (2 ablations and ablation). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, medical device removal, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, dairy intolerance, food allergy, eczema, migraine, arthralgia, pelvic pain, vitamin d deficiency and back pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, dairy intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, haemorrhage, medical device removal, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation, vitamin d deficiency and migraine nos to be related to essure. The reporter commented: patient had 2 ablation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added. On 23-mar-2020: new events migraine and bleeding were added. On 23-mar-2020: added new event medical device removal. On 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated my uterus') and menstrual disorder ('awful clots and period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto immune issues"), endometriosis ("endometriosis"), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), dairy intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine"), arthralgia ("intense joint pain/hip pain"), pelvic pain ("pain/ right side pain"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"). The patient was treated with surgery (2 ablations and ablation). At the time of the report, the uterine perforation, menstrual disorder, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, dairy intolerance, food allergy, eczema, migraine, arthralgia, pelvic pain, vitamin d deficiency and back pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, dairy intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: back pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated my uterus'), menstrual disorder ('awful clots and period'), autoimmune disorder ('auto immune issues') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), dairy intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine"), arthralgia ("intense joint pain"), pelvic pain ("pain/ right side pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (2 ablations and ablation). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, dairy intolerance, food allergy, eczema, migraine, arthralgia, pelvic pain and vitamin d deficiency outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dairy intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: awful clots and period, auto immune issues, endometriosis, 2 uti, stomach flu, not tolerate most food/gluten intolerance, not tolerate most food/gluten intolerance/dairy issues, not tolerate most food/allergy to apples/fruits, eczema, migraine and intense joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- vitamin d deficiency. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated my uterus'), menstrual disorder ('awful clots and period'), autoimmune disorder ('auto immune issues') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), urinary tract infection ("2 uti"), gastroenteritis viral ("stomach flu"), gluten sensitivity ("not tolerate most food/gluten intolerance"), dairy intolerance ("not tolerate most food/gluten intolerance/dairy issues"), food allergy ("not tolerate most food/allergy to apples/fruits"), eczema ("eczema"), migraine ("migraine"), arthralgia ("intense joint pain") and pelvic pain ("pain"). The patient was treated with surgery (2 ablations and ablation). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, autoimmune disorder, endometriosis, urinary tract infection, gastroenteritis viral, gluten sensitivity, dairy intolerance, food allergy, eczema, migraine, arthralgia and pelvic pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dairy intolerance, eczema, endometriosis, food allergy, gastroenteritis viral, gluten sensitivity, menstrual disorder, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: awful clots and period, auto immune issues, endometriosis, 2 uti, stomach flu, not tolerate most food/gluten intolerance, not tolerate most food/gluten intolerance/dairy issues, not tolerate most food/allergy to apples/fruits, eczema, migraine and intense joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: events: uterine perforation and pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.